Manufacturer narrative:
Follow up with company representative. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
The patient underwent a single level x-stop procedure in which placement of the device was challenging. Two weeks post procedure, a spinous process fracture was diagnosed. It is reported that the patient will undergo additional surgery.